Manufacturer narrative:
.

Event description:
The patient reported a shocking or jolting sensation coming from the back. The patient has epilepsy and has experienced good seizure control until 2007. The patient reported, grand mal seizures have increase significantly since 2008. The patient was taken to the emergency room (ER) for seizures. The ER was not able to get a pulse and the spinal cord stimulator interfered with an electrocardiogram (EKG). The patient improved after the device was turned off. The patient also reported, the device will not hold a charge. Troubleshooting was limited due to the patient's focus on spinal cord stimulation and seizures. Additional information has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received. Refer to medwatch report.